Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they were in a lot of pain near the implant site. The patient stated that the implant site was not healing, and liquid was coming out of the wound. It was further reported that the patient developed a serratia marcescens infection. The implantable pulse generator (ipg) system remains in use. Antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.